Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened onto the pump. The battery compartment was observed to be intact. There was evidence of moisture contamination on the underside of the battery cap. Evidence of short battery life, low battery warnings and replace battery alarms were observed in the black box. Current draws were found to be within specifications. The pump passed a leak test. The pump case was removed for further investigation and there was no evidence of additional moisture inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.